Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. After preparation of the steerable guide catheter (sgc) it was identified that it was bent. A new sgc was selected and advanced within the patient. A mitraclip was implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays. 12 september 2025: reportable device code 2889 - soft tip identified during device review. The code has been updated and the assessments have been updated appropriately.

Manufacturer narrative:
All available information was investigated, and the reported bent sgc tip was confirmed via returned device analysis. Additionally, the soft tip was noted to be deformed (deformation due to compressive stress) and the hemostasis silicon valve was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported bent sgc tip, the deformed soft tip, and the torn hemostasis silicon valve could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.